Event description:
Case number: (B)(4), rob523: mps, tara brett, reported robot off cutting to 5mm deep. Reverted to manual. Case type: tka. Surgical delay: 5 hours. Surgery was not completed robotically. Update: "was there patient involvement? Any patient harm? Yes need to revert to manual and use 5mm distal augments. Any surgical delay? 5hours. Was the case cancelled? No. Was procedure completed successfully? Yes but not to plan. Was procedure completed manually? Yes. Was the patient under anesthesia at the time of the issue? Yes. Which cuts were inaccurate? Only one cut preformed and the distal femur. How was the cut inaccurate? 5mm deep. What is the estimated discrepancy mentioned in the complaint? (Pka - mm) 5mm when was the issue noticed? Bone preparation. Was the planar probe utilized to measure cut accuracy? Yes. Are post-op x-rays available? No."

Manufacturer narrative:
It has been confirmed that stryker reference numbers 3005985723-2019-00736 and 3005985723-2019-00739 are related to the same procedure and patient that were received and entered to our complaint system from two different sources. This event, 3005985723-2019-00786, is being cancelled as it is a duplicate event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps, (B)(6), reported robot off cutting to 5mm deep. Reverted to manual. Case type: tka surgical delay: 5 hours. Surgery was not completed robotically. Update: "was there patient involvement? Any patient harm? Yes need to revert to manual and use 5mm distal augments. Any surgical delay? 5hours. Was the case cancelled? No. Was procedure completed successfully? Yes but not to plan. Was procedure completed manually? Yes. Was the patient under anesthesia at the time of the issue? Yes. Which cuts were inaccurate? Only one cut preformed and the distal femur. How was the cut inaccurate? 5mm deep. What is the estimated discrepancy mentioned in the complaint? (Pka - mm) 5mm. When was the issue noticed? Bone preparation. Was the planar probe utilized to measure cut accuracy? Yes. Are post-op x-rays available? No."